Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device fractured, causing it to expose the non-sterile battery to the sterile field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device fractured, causing it to expose the non-sterile battery to the sterile field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.